Event description:
During preventative maintenance of the device, the user reported water leaked from the parker fittings from the heater cooler unit. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.